Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the main coil could not be advanced through the catheter. The target lesion was located in a venous embolism associated with pelvic congestion syndrome. A bsc stc18 microcatheter was advanced to the intended release position, and a vortx-18 6 mm x 6.5 mm coil was selected for use. The coil initially advanced without issue but encountered resistance in the distal portion of the microcatheter. Multiple attempts were made to advance the coil, including saline flushing and guidewire assistance, but none were successful. Upon withdrawal of the microcatheter, it was noted that the coil had already formed and become lodged within the microcatheter lumen. The guidewire was re-used in an attempt to deploy the coil. The guidewire was advanced into the mid-portion of the coil, and the angiography catheter was then used to deliver a foam sclerosing agent. Follow-up angiography performed after 5 minutes demonstrated slowed flow with no visualization of the distal portion of the microcatheter. The coil was not implanted, and the procedure was completed. There were no reported patient complications associated with this event. However, device analysis revealed that the zap tip of the coil was detached.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device/media analysis: upon receipt at our post market quality assurance laboratory, it was observed that the main coil was bent and stretched at the primary coil section; moreover, a zap tip was detached. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to procedure.